Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73c1700362 was manufactured on 03/20/2017. A total of 288 pieces. Lot was released on 03/27/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device. However, it was unable to lock onto over-stressed tubing since it appears that the jaws were misaligned. This was repeated with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent which caused the misalignment of the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined exactly what caused the bottom jaw to bend, but it's possible that it was caused by closing a clip over something hard or by applying a side pressure on the jaw. The observed damage to the bottom jaw prevented the clips from closing since the jaws were misaligned. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device. However, it was unable to lock onto over-stressed tubing since it appears that the jaws were misaligned. This was repeated with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent which caused the misalignment of the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined exactly what caused the bottom jaw to bend, but it's possible that it was caused by closing a clip over something hard or by applying a side pressure on the jaw. The observed damage to the bottom jaw prevented the clips from closing since the jaws were misaligned. The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to close due to the jaws being misaligned. It was found that the bottom jaw was bent which caused the misalignment. It could not be determined exactly what caused the bottom jaw to bend, but it's possible that it was caused by closing a clip over something hard or by applying a side pressure on the jaw. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.